Event description:
The customer reported that the device has failed the defib/pads portion of the operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.